Manufacturer narrative:
(B) (4).

Event description:
It was reported, the pt was receiving intermittent stimulation following a fall. The pt has low back pain which has resulted in falling several times recently. The pt was redirected to their physician.